Manufacturer narrative:
H.6 investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for leakage with the incident lots was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product h3 other text : see h.10.

Event description:
It was reported that bd vacationer® push button blood collection set leaked. This was discovered during use. The following information was provided by the initial reporter: material no. 367342 , batch no. Possible 9213764 or 9150585. It was reported that there leakage from the needle hub. The customer reported an issue with leakage, the patient had to be drawn. No further issues reported. No patient identifiers are available.

Manufacturer narrative:
Additional medical device type: fpa. Additional common device name: intravascular administration set. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9150585. Medical device expiration date: 2021-05-31. Device manufacture date: 2019-05-30. Medical device lot #: 9213764. Medical device expiration date: 2021-07-31. Device manufacture date: 2019-08-01. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® push button blood collection set leaked. This was discovered during use. The following information was provided by the initial reporter: material no. 367342, batch no. Possible 9213764 or 9150585. It was reported that there leakage from the needle hub. The customer reported an issue with leakage, the patient had to be drawn. No further issues reported. No patient identifiers are available.